Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. Due to the hardened blood in the inner lumen the device was placed in the waterbath overnight. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material. The balloon material was jagged and uneven at the tear site. A kink was visible along the distal shaft; 13.3 cm proximal to the distal tip. Numerous kinks apparent along the hypotube. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a sprinter legend rx ptca balloon catheter to treat a mildly calcified and non-tortuous lesion located between the left main coronary artery and the proximal circumflex exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The device was not moved or re-positioned in the lesion prior to the leak. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon leaked during balloon inflation. It was described that the balloon was inflated once, using an inflation pressure of 12 bar prior to the balloon leak. Intervention was not required in order to remove the device from the patient. The physician completed the procedure with another sprinter legend device of the same size. Patient status post-procedure is alive with no injury.